Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair, the t2 anchor from the "ultra fast-fix curved" could not be secured into the meniscus. The t1 anchor was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D4: UDI added. E1: address and city added. H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers for the device. A visual inspection revealed that the cut depth limiter and split cannula were returned with the device. The manual actuator had been fully advanced. Only one anchor was returned, detached from the suture, and it could not be determined whether this was t1 or t2. The anchor had signs of use and deformation, including indentations on the top and bottom as if it had been grasped by a tool. The device was standard with a few minor signs of debris. A functional evaluation could not be performed since the actuator had been fully advanced and the suture was not returned. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Under certain circumstances immobilization by external support should be employed. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).